Event description:
It was reported that a caliber spacer migrated posteriorly six months post operatively.

Manufacturer narrative:
The device was returned for evaluation. Initial observation shows the implant appears to be fully contracted. No defects or damage is visible on the implant endplates. The implant was able to be expanded without issue. Imaging provided shows that the implant is not in the same position with respect to the superior and inferior vertebral bodies. There appears to be a spondylolisthesis to an unknown degree between the two effected lumbar levels. It appears that the implant isn't oriented parallel to the superior and inferior vertebral endplates, which could have contributed to the reported failure. However, the exact cause of the reported issue could not be determined.